Manufacturer narrative:
The device was not returned for evaluation. The reported event could not be confirmed. A potential root cause of the reported issue could be a defective temperature cable. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "medical electrical equipment needs special precautions regarding electromagnetic compatibility. Ensure that the arctic sun® temperature management system is installed and used according to the electromagnetic compatibility information provided. The following are guidance and manufacturer¿s declarations regarding electromagnetic compatibility for the arctic sun® temperature management system. The use of accessories or cables other than those specified or sold by medivance (shown below) is not recommended. Use of unapproved accessories or cables may result in increased emissions or in decreased immunity of the arctic sun® temperature management system. If the arctic sun® temperature management system is used directly adjacent to or stacked with other equipment, the user should periodically observe the arctic sun® temperature management system device to verify it operates normally in that environment. Portable and mobile rf communications equipment can affect medical electrical equipment."

Event description:
It was reported that the arctic sun device received an alert 50 (patient temperature erratic) and alarm 15 (unable to obtain stable patient temperature) during therapy. The patient temperature was 34c with a target of 33c .the nurse stated she would try to find another temperature cable. The flow rate was 1.5l/min with medium pads in place. The patient was well sedated and paralyzed with no shivering, seizing, or infection noted. The nurse disconnected and reconnected the pads, but the flow rate remained at 1.5l/min. The patient temperature at that time was noted at 33.7c. The nurse was then advised to add a universal pad to the patient's abdomen, and the flow rate went up to 2.5l/min. After a couple hours, the nurse stated that the patient was trending properly and there were no further issues. Per follow up via phone on (B)(6) 2019, nurse (B)(6) stated the patient reached the hypothermia target temperature with no further issues. However, the patient then began rewarming at 3:15am and was rewarming too quickly . There was still eight hours of rewarm time left, but the patient was already at 35.9c with a target of 37c. The patient began shivering, so his medication was increased. Per troubleshooting with ms&s, the flow rate at the time was 1.6l/min and the water temperature was 10c with four medium pads and a universal pad in place. The rewarm from read to rewarm from 35c to 37c at 0.25c/hour. System diagnostics showed flow rate at 1.6l/min with pads attached, inlet pressure at -7psi, and circulation pump at 56%. The nurse noted a small kink in the tubing. Ms&s walked the nurse through checking the pads and straightening the tubing. By the end of the call, the flow rate had increased to 2.0l/min, the patient temperature was 35c, and the water temperature was 21.4c. Per charge nurse via phone on (B)(6) 2019, therapy was discontinued due to the patient's clinical condition and the device was kept in service.